Event description:
Customer reported an issue with the v series monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Representatives replaced the v series unit's vps module. Unit was tested and returned to svc.